Manufacturer narrative:
This report is for an unknown washer/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: veselko, m., senekovic, v., and tonin, m. (1996), simple and safe arthroscopic placement and removal of cannulated screw and washer for fixation of tibial avulsion fracture of the anterior cruciate ligament, arthroscopy: the journal of arthroscopic and related surgery, vol 12 (2), pages 259-262 (slovenia). This study presents a case report of a (B)(6) year old male patient who injured his left knee while skiing and was diagnosed to have an avulsion fracture of the tibial insertion of the anterior cruciate ligament and the comminuted fragment attached to the anterior cruciate ligament was displaced in the intercondylar notch and was rotated. The clot was debrided, and the fragment was reduced and fixed with a cannulated small ao spongious screw and a washer. Six weeks after fixation, the fracture was shown radiographically to be healed. A small fragment lying in the bulk of the ligament was displaced by 1 to 2 mm. His rom was 10°/135°. The screw and washer were removed. Three weeks later, the patient regained full rom. The knee was stable. The lachmann maneuver was negative as compared with the uninjured side, with a solid endpoint. Slight atrophy of the thigh muscles was present. This report is for unknown synthes cannulated screws and unknown synthes washers. This is report 2 of 2 for (B)(4).